Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracturing about the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 (universal) and used for approximately 3 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 63638242. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63638242) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv6b10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Based on the investigation and risk file review, the most likely cause is long-term parafunction over the course of 3 years.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Additional PMA/ 510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsv6b10) fractured at the collar resulting in the inability to seat the crown. Implant was removed. Tooth location 14.